Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. The event history log was unable to be reviewed due to an inoperable dose connector. Functional testing was able to duplicate the reported problem. It was determined that the defective motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a discolored battery door and a damaged rear bottom label. Alarmed error code 1872. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.